Event description:
Additional information was received stating the patient was doing well at that time & diagnostics were within normal limits. No additional relevant information has been received to date.

Event description:
It was reported by a mother that her daughter initially had her settings increased and was doing very well thanks to vns, but then the physician increased the duty cycle further and the patient is having an increase in seizures. Additional information from the mother was received stating patient was no longer having seizures & they visited the physician who increased the output current of the generator & the patient still has not had any further seizures. Attempts for further relevant information have been made but no additional relevant information has been received to date.